Manufacturer narrative:
The device was not returned for evaluation; therefore, the reported event was found to be inconclusive. The lot number is unknown; therefore, a device history record could not be reviewed. The instructions for use state the following: " - visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. - periodic observations of this system should be made to ensure that urine is flowing freely. If a standing column of urine is observed, check for correct positioning of bag and then for a physical obstruction. If correct positioning or removal of physical obstruction does not allow free flow, the bag may have to be changed." (B)(4). The device was not returned.

Event description:
It was reported that the patient's urine would not drain into the drainage bag from the tubing, unless the tubing was milked. Subsequently, 100cc or more of urine would then drain into the bag. Additional information has been requested but not yet received.